Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a startup function check while a procedure was planned, and an emergency neurovascular examination was scheduled. At the time of the issue, the acquisition monitor (left-hand monitor on the operator console) displayed a prohibition symbol, and the review monitor displayed a blue screen. The system remained non-operational when the customer performed the system restarts. The scheduled emergency neurovascular examination was delayed by approximately 300 minutes. No patient harm was reported, and no information was provided indicating deterioration of the patient¿s condition or need for additional medical intervention. A philips field service engineer inspected the system onsite and identified an issue with the system control pc (suite pc mdp). The system control pc was replaced, software was installed, and system settings were restored. The suite pc was returned for an analysis which determined that an issue with the motherboard. The investigation concluded that the motherboard condition within the system control pc prevented system startup. Following replacement of the suite pc mdp and completion of functional checks, the system was confirmed to be operating within specifications. After service intervention, the delayed examination was completed successfully without further technical issues. The codes were updated based on the investigation outcome.